Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of ¿error 226¿ was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the malfunction was confirmed. The camera had an e226 error and was unusable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k camera head had an e226 (endoscopic communication error) and became unusable. The event occurred during an endoscopic sinus surgery therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.